Event description:
The pt reported he switched to his backup insulin infusion device and it showed a "c" in front of the time on his screen display. He stated the "c" should be the leading 0 on the time (07:10 p.m). He stated that when he first put the power pack in the device he could hardly read the display screen as many segments were missing. He said he then removed and reinserted the power pack and all of the segments returned except for the 0. New power packs were sent to the pt. On follow up, the pt stated the new power packs did not help the missing segment and that more segments disappeared. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party ot address the issue. The product was requested to be returned for evaluation.